Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display was blank after changing the battery. It was noted that audio tones and vibrations were still functional. Reportedly, changing the battery cap and battery was not able to resolve the blank display issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed multiple call service alarms were recorded on (B)(4) 2014. During testing, the pump powered on with audio tones, vibrations, and a fully functional display screen. The complaint of the blank display was observed in the pump history but was not able to be duplicated during investigation.